Manufacturer narrative:
(B)(4). The MRI done on (B)(6) 2011 showed symmetric soft tissue edema observed just caudal to each superior pubic ramus with edema extending into the abductor and obturator externus muscles. The right side of the obturator sling was removed on (B)(6) 2011 with an improvement of symptoms almost immediately. When the right side of the obturator sling was removed, it appeared to be healing well in place and there were no abnormalities or asymmetry noted during exam under anesthesia. The surgeon opines that the patient had a nerve entrapment of the anterior branch of the obturator nerve. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Post operative lower extremity pain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. Upon awakening from the procedure, the patient experienced severe neuropathic pain in her right leg. The pain was mostly in her anterior and posterior thigh and along the lateral calf. The patient also experienced tingling and severe pain with movement. An MRI of the lumbosacral spine, pelvis, and right upper leg looked symmetrical right to left. The patient was given gabapentin, toradol, and oxycontin for the pain, but the severe pain continued. Eight days following the initial surgery, a second procedure was planned for possible removal of the sling.